Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited oversensing due to myopotentials. This oversensing resulted in inappropriate mode switch. The device will continue to be monitored. The patient was stable and asymptomatic.